Event description:
The customer reported vacuum errors system message and lyse out errors while operating the coulter lh 500 hematology analyzer. A beckman coulter (bec) customer technical specialist (cts) had the customer disable the lyse sensor, prime and perform a start-up. During troubleshooting, the customer stated approximately 20 mls of cleaner leaked underneath the instrument. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) performed the appropriate troubleshooting and examined the instrument for leaks. No leaks were observed during the shutdown or start-up. The fse discovered and replaced the broken air pot cylinder on the backwash arm cl3. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).